Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 8/10/2021. Device evaluation: only lens returned inside plastic bag in a small container. Device not returned. Visual inspection using magnification was performed to the returned sample. Lens returned cut in two pieces associated to the removal process. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of viscoelastic material was also observed on the lens pieces. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. There is no quality issue reported against the lens, the patient wanted a monovision. Another johnson & johnson lens (same model and higher diopter) was implanted. There is no indication of product quality deficiency. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that entopic phenomenon are visual effects whose source is within the eye itself. The iol exchange appears to be related to the patient wanting to have monovision; however, ended up with distance vision in both eyes. There was a difference 2d between the initial lens power and the replaced lens power. The exchange was most likely done for the calculation issue (the fact that the patient wanted to have monovision) and not because of the visual effects as the replacement lens still used the same model dcb00 lens. Therefore, this file is no longer considered reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information further information was provided and reported the replacement lens implanted with no issues. The explant date was provided. Therefore, section d6b: explant date field was previously reported as unknown has now been updated accordingly. Section d6b: explant date: (B)(6) 2021 device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. Date of event: unknown/not provided. If explanted; give date: unknown/not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient wanting monovision, however, the left eye was seeing distance. It was also reported as ditoction entopic ¿ phenomena-photopsia. There was no patient injury. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens (same model but higher diopter 24.0) was implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.